Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fell from the customer's pocket and the cartridge became dislodged. Reportedly, the customer changed the supplies to address the event. The customer's blood glucose level was 152 mg/dl.